Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2013, a pt of unk age and gender presented for an angiographic procedure. When opening the sterile packaging during preparation for the procedure, it was noted the tip of the angiographic catheter had fractured off. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to this event as the device did not come into contact with the pt. The reported disposable device has been returned to the MFR for eval.